Manufacturer narrative:
This report is being filed to provide additional evaluation codes.

Manufacturer narrative:
(B)(4) investigation: per the customer, their investigation revealed that the operators were not expressing the air from the product bag correctly by not placing a clamp on the bag prior to expressing, allowing blood to flow back into the bag, possibly causing the wbc contamination. The customer has stated that they will be retraining their staff regarding this incident. The disposable set was not returned for investigation. The manufacturing, testing and inspection records were reviewed for this lot. There were no issues noted in the manufacturing or testing records and the product conformed to all specifications. Root cause: the manufacturing and testing records did not reveal any anomalies in the production of the lot number. Based on statements from the customer, the most likely root cause of this leukocyte leakage was from the customer not placing a clamp on the tubing prior to expressing the air from the product bag. This allowed the product to flow back into the bag. Instructions for use state: "do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood" and also "clamp the blood filled tubing before blood enters the filter".

Event description:
The customer reported an elevated white blood cell (wbc) content in the red blood cell product of a whole blood collection. No wbc count was available from the customer. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) the disposable kit is not available for return because it was discarded by the customer.